Manufacturer narrative:
(B)(4).

Event description:
It was reported that after device replacement, t-wave oversensing was observed. Physician believed that the oversensing could be due to patient&#38112;physiology. Programming changes were made.